Manufacturer narrative:
Unit received with a blank display anomaly due to cracked lcd glass. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was fell as well as keypad and display was damaged . Customer's blood glucose was unknown. Customer troubleshooting was not performed. The insulin pump will be returned for analysis